Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging. The patient underwent implantable pulse generator (ipg) replacement procedure. The patient was getting wonderful coverage. The explanted device was disposed by facility.